Event description:
It was reported that an error code alarm message was triggered, which was affecting a patient. The patient reported that the pump began beeping 7 hours after connection, displaying an unknown error message. As a result, the patient had to visit the medical facility early to receive a new infusion bag. The staff reassigned a new pump, but the patient missed the remaining dose from the initial bag. No patient harm/adverse event reported.

Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint no device history record was reviewed since lot number was not provided. Investigation summary: complaint for the failure mode ""pump began beeping 7 hours after connection, displaying an unknown error message."" Could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.